Event description:
Limited range of motion was reported for patient with a total knee implant. Surgery for debridement of arthrofibrotic tissue and poly insert exchange occurred.

Manufacturer narrative:
Limited range of motion was reported for patient with a total knee implant. Surgery for debridement of arthrofibrotic tissue and poly insert exchange occurred. Review of the device history record indicates that the device was manufactured to specification.